Event description:
It was reported that the patient had the deep brain stimulator surgery in may prior to the date of this report, there was only a little bit of help and it was not worth the three bad months the caregiver went through. The patient¿s wife was very disgusted. The patient only got maybe 30 minutes more a day when he could actually move. The reporter thought patients should be informed they will only get a little bit of help and to weigh that with the fact that the patient may have hallucinations and have rem sleep disorder problems after. No outcome was provided, further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted. Reference manufacturer¿s report number: 3004209178-2015-05891.

Manufacturer narrative:
Product ID 37603, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 3389s-40, lot# va0g9lu, implanted: 2014 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension product ID 3389s-40, lot# va0gds4, implanted: 2014 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6); product type extension. (B)(4).